Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced apical prolapse, enterocele, cystocele, rectocele and mixed incontinence. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Event description:
As reported to coloplast though not verified, patient was implanted with aris and novasilk mesh. Later the patient experienced apical prolapse, enterocele, cystocele, rectocele and mixed incontinence. No explant procedure was reported. Subsequent treatments and/or therapies were reported.